Event description:
The field service engineer (fse) reported to olympus, the panel on the spare visera elite ii xenon light source was blinking. The device was cleaned manually with alcohol. There were no reports of patient harm associated with this event.

Manufacturer narrative:
It was reported that the device is not being planned to be returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction: the customer cancelled the repair request and the device was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.